Manufacturer narrative:
Inspected 1 opened and used enlite sensor. Performed bicarbonate buffer test per specifications. Sensor passed with accurate readings.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at10 mmol/l. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was advised to change the sensor and to monitor the device for any other issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.